Manufacturer narrative:
The returned units were evaluated and were found to have cracking present at the sampling site port. The exact cause of the cracking could not be determined. The ID of the sampling site body had been increased in 2004, to reduce stress on the plastic. Review of the complaint database indicates that is the only lot of product with the reported issue of the sampling site cracking with the larger ID. Stock of this product code remaining in house was inspected and there were no issues of cracking present. This incident is being considered an isolated issue and is being monitored. The device history records were reviewed and found to be acceptable. Medex was able to confirm this issue. However, unable to determine the exact cause. No additional action necessary at this time. Medex considers this MDR closed with this report.

Event description:
The reporter stated that there were cracks present on the sampling site port. No pt injury or treatment associated with the event.